Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator will not power up. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator will not power up. There was no harm or injury reported. The ventilator was evaluated by the third party service center and the customer¿s complaint was confirmed. The unit doesn't turn on, it was tested with a good internal battery and good detachable battery, the detachable battery need to be replaced to address the issue.